Event description:
Device malfunction: none. Symptoms/ae: stroke. Time of symptoms/ae: during the procedure. It was reported that during a percutaneous transluminal angioplasty (pta) with stent placement procedure in an internal carotid artery with heavy tortuosity and 75% stenosis, the pt experienced a stroke. Reportedly, after an expired emboshield pro embolic protection device was deployed successfully, the physician implanted an xact stent, but there was no blood flow in the artery. He proceeded to place a second xact stent but still had no blood flow in the artery. After placing the stents, the pt developed unspecified symptoms of a stoke, which were treated with aggrastat and the pt was placed on a ventilator. The artery was surgically repaired and the pt remains hospitalized. Though requested, patient data including past medical history was not provided.

Manufacturer narrative:
The device remains in the pt. The lot number was not identified; therefore, a device history record review could not be performed.